Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a temporal fixation procedure on (B)(6) 2012 prior to inserting a 2.4mm va locking screw construct at the diaphysis the surgeon found a burr in the screw. He inserted the screw, but removed it as it reportedly felt uneasy. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.